Event description:
It was reported that there was intermittent patient signal with no error codes on zoll monitor. The patient was having difficulty breathing prior to the event. Per customer. " the patient was no in jeopardy, we use a masimo rad-57 for a backup."

Manufacturer narrative:
The returned device was evaluated. The unit failed continuity and during an internal inspection of the device, the unit was found to have broken yellow conductor at the eeprom solder joint assembly. When tested with a known good radical-7 the "check sensor connection" error message displayed.